Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and failed. Functional tests were na. An internal visual inspection was performed and failed. The receiver log was not downloaded and finding no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device availability - additional information g3: date received by manufacturer - additional information g6: report type updated/follow-up h2: additional information/device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem - additional information